Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. It was noted that there had been a changed in shock lead impedances from back in 2018. Technical services (ts) discussed troubleshooting options with the health care professional. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.